Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Reportedly, customer reverted to manual injections for insulin therapy.